Manufacturer narrative:
The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: unknown. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of the femoral artery using the proglide device after an unspecified procedure. Reportedly, the suture was deployed, but hemostasis was not achieved. The device was removed and hemostasis was achieved using manual compression. No info specifying the device failure was provided. There were no reported adverse pt effects. Though requested, no additional info was available.